Event description:
Pt underwent exploratory laparotomy, lysis of adhesions, proctectomy with no complications noted. On 8/31/98 pt returned for closure of wound dehiscence. During exploration fascial stitch using # 1 biosyn was noted to be broken mid-strand.